Event description:
On (B)(6)/2009, pt reported she received an e10 (cartridge error) alert during cartridge change. She stated she attempted to troubleshoot the error by resetting the infusion device and changing the battery a total of 3 times. Pt reported there is a "droplet" of insulin in the cartridge chamber. She stated she has not noticed condensation in chamber before tonight. Pt reported she attaches the infusion adapter and infusion tubing prior to inserting new cartridge. Had pt attempt to return piston rod, but the motor continued to turn even when piston rod was at the bottom of the infusion device. Infusion device would not reset to 315 and e10 reappeared. Pt stated the piston rod sounded abnormal when trying to retract; it continued to make "winding" noise. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.